Event description:
It was reported that during a pta treatment procedure to dilate a lesion in the superficial femoral artery, the guide wire separated. The guide wire was introduced using a sharp needle without a sheath. The guie wire was being withdrawn and no difficulties were encountered, but the wire separated at this point. The tip segment of the wire (distal 10 cm) remained in the patient's vessel. The patient was taken to another hospital where the wire tip fragment was successfully retrieved using a lasso snare. The physician does not feel the incident is related to a product problem, rather that he used a sharp needle instead of the recommended blunt needle to gain access.